Event description:
It was reported that the pt underwent surgery with implant of posterior fixation with stainless steel rods, pedicle screws, and hooks. Sometime post-op a rod was broken on the left side at the pso site and the pt underwent additional surgery to remove the broken piece of the rod at the caudal end and was replaced using inline connector and new rod.

Manufacturer narrative:
The device has not been returned to medtronic for eval. X-ray images shows extensive construct at t3-s1. Lateral connector noted at right t8-t9. No evidence of screw or rod pull our or fracture noted in any studies. Femoral ring interbody allografts noted initially at l3, l4, l5. At revision lower half of both constructs are redone. Interbody grafts are now noted at l1, l2. Inline connector now on left at t12, l1 connecting construct together. No evidence to suggest a construct failure prior to revision.